Manufacturer narrative:
Lot number provided (9805819) does not match with provided part number per manufacturing documents. (B)(4). It is unknown if the device was implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a demonstration on (B)(6) 2016, the nail and blade were unstable after initial tightening. The participated surgeon performed locking mechanism with the reported products through the correct technical procedure on the demonstration. The locking mechanism was turned back half a turn (180 degree) after initial tightening. However, the reported nail and blade were not stable for all directions after the locking mechanism. The surgeon commented that the unstable implants led to deviation from the reduced position and caused penetrating patient's femoral head from the excess sliding. The surgeon noted that there is a different medical approach to reducing bones between (B)(6) and other countries which he feels may have contributed to this event. This is report 2 of 2 for com-(B)(4).